Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited a flickering image and a chip on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the flickering image was due to an electrical component failure, and the chip to the distal end was due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.